Event description:
It was reported to boston scientific corporation that a percuflex plus stent was removed on (B)(6) 2013, from the urinary system (kidney, ureter and bladder). According to the complainant, the patient underwent a left ureteroscopy lithotripsy and endoscopic placement of percuflex plus stent on (B)(6) 2013. On (B)(6) 2013, during percuflex plus stent removal, it was noted that the renal end of the stent detached and was left in the patient¿s kidney. The patient is scheduled to have the device fragment removed soon.

Manufacturer narrative:
A visual analysis of the returned percuflex plus stent was performed. Following a detailed device analysis, it was found that the suture hole was torn and the stent was ripped at the working length. Based on all gathered information, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was removed on (B)(6) 2013 from the urinary system (kidney, ureter and bladder). According to the complainant, the patient underwent a left ureteroscopy lithotripsy and endoscopic placement of percuflex plus stent on (B)(6) 2013. On (B)(6) 2013, during percuflex plus stent removal, it was noted that the renal end of the stent detached and was left in the patient¿s kidney. The patient is scheduled to have the device fragment removed soon.